Event description:
Pt underwent revision of pacemaker to remove atrial lead recalled by MFR. The old lead and generator were dissected out and the atrial lead detached from the generator unit. Using a straight wire, the atrial lead was first unscrewed from its atrial attachment, then removed. Dye injected visualization of subclavian vein revealed it to be thrombosed. The atrial portion of the generator head was capped and the pacemaker reprogrammed to vvi-r mode.